Manufacturer narrative:
H.6. Investigation summary: customer complaints about leakage in lot 1811214 and excess of silicone in lot 1810271 it has been received 1 unused sample with open blister of 50pf lot 1810271 for investigation. Upon visual inspection of this sample no excess of silicone can be observed. DHR of lot 1810271 has been reviewed not finding any annotation or deviation regarding excess of silicone defect. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in lots 1810271 according to pc-017 procedure, they are within specification limits procedure (jg-500 value limits for 50ml pf syringes reference value: max: 16mg). DHR of lot 1811214 has been reviewed not finding any annotation or deviation regarding leakage defect. Tightness test is performed to every syringe in assembly station during manufacturing process. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift assembly: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (with product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection printing: once in pallet#1, once in pallet#11 and once in pallet#22. Assembly: once in pallet#1, once in pallet#11 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#11 and once in pallet#22. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the alleged defects cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd plastipak¿ syringe the syringe leaked as medication is being pulled up visible presence of "lubricant" in the syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1811214, medical device expiration date: 2023-10-31 , device manufacture date: 2018-11-29. Medical device lot #: 1810271, medical device expiration date: 2023-09-30, device manufacture date: 2018-10-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ syringe the syringe leaked as medication is being pulled up visible presence of "lubricant" in the syringe.